Event description:
Consumer reported concerns with infection, pain & mobility. States implant failed to integrate.

Manufacturer narrative:
Consumer reported concerns with infection, pain & mobility. States implant failed to integrate.